Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was low draw of a tube. Additionally, the color of the cap's shield appeared a lighter color than normal. There were no health consequences or impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1 initial reporter facility name: (B)(6) centre. Bd received 1 photo from the customer for investigation. The photo was analyzed and confirmed both color variation and underfill. In addition, 30 retain samples from bd inventory were visually inspected for color variation, and none of the samples failed. Twenty (20) retain samples were also subjected to a draw test for low or no draw, and all tubes were within specification. The device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for color variation and underfill. Bd was unable to identify a root cause for indicated failure mode.